Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this cardiac resynchronization therapy defibrillator (crt-d) and competitor leads developed a pocket infection subsequent to the crt-d generator change-out in (B)(6) 2015. One month later, the patient underwent a procedure for a system extraction. During the procedure, the patient decompensated during the lead extraction. The boston scientific crt-d had already been removed before the patient's critical state. The physician believed it was possible that the lead extraction procedure precipitated and/or contributed to the patient's demise. The crt-d will not be returned.